Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurate readings. The patient obtained the blood glucose reading of 366 mg/dl on the reported meter and a reading of 260 mg/dl on another manufacturer's meter within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention. As the test results fell outside expected values for meter-to-meter accuracy testing this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.